Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on 06 may 2010 via medical records. The pt was evaluated between 2005 and 2009 for complaints and/or symptoms including b12 deficiency, increasing progressive shortness of breath, a 20 pound weight loss over an eight month period, unsteady gait, numbness of lower extremities, frequent thrush, leg and arm stiffness, balance difficulties, slowness of speech, low back pain, achiness/burning sensation in his legs, and weakness. Diagnoses and/or impressions/assessments included polyneuropathy/sensory polyneuropathy, copper deficiency myelopathy secondary to multifactorial zinc toxicity, severe pancytopenia including leukopenia/neutropenia/anemia, peripheral neuropathy, severe sensory ataxia, and vitamin b12 deficiency. Diagnostic testing showed moderate atrophy and degenerative disc disease (computed tomography of brain and spine); mild symmetric sensory greater than motor mixed polyneuropathy with both demyelinating and axonal features but primarily axonal ((B)(6) 2006 emg); mild sensory polyneuropathy that was primarily axonal ((B)(6) 2008 emg). Treatment included oral b12 supplementation, neupogen, procrit, blood transfusion, copper supplementations, and physical therapy. In (B)(6) 2006, the pt developed numbness in his toes which progressed up the thighs, followed by low back pain, and achiness/burning sensation in his legs. The pt was hospitalized from (B)(6) 2006 to (B)(6) 2006 with leukopenia and vitamin b12 deficiency; he had a known history of coronary artery disease and a recent positive stress test. A bone marrow biopsy was performed (B)(6) 2006 and showed normocellular bone marrow with erythroid hyperplasia, absolute peripheral blood neutropenia, and moderate to marked normochromic/normocytic anemia and decreased/trace bone marrow iron stores. Cytogenetic analysis of bone marrow demonstrated loss of y chromosome in 80 percent of metaphase cells analyzed. He was hospitalized from (B)(6) 2006 to (B)(6) 2006 for abdominal pain secondary to hydronephrosis, and was noted to have a history of anemia secondary to myelodysplastic syndrome. He was readmitted on (B)(6) 2006 with sepsis likely due to clostridium difficile bacteria, as well as anemia (stable), leukopenia due to myeloproliferative disorder, and coronary artery disease. He was seen at a neurology ataxia clinic on (B)(6) 2009 for history of unsteady gait, and had progressed from using a cane throughout 2008 to requiring a four-wheeled walker at the time of examination. He was described as "clinically suspicious" for chronic inflammatory demyelinating polyneuropathy (cidp), but this diagnosis was not consistent with recent electromyography (emg) findings. On (B)(6) 2009, he was seen at a neuromuscular disorders clinic and impression included progressive gait disorder most consistent with dorsal column dysfunction, and distal weakness suggestive of superimposed neuropathy. It was felt the cidp was unlikely. Subsequent testing showed copper levels that were undetectable (less than 20 mcg/dl, normal 75 to 155), as well as severe normocytic hypochromic anemia, leukopenia "absolutely monocytosis", neutropenia, and lymphopenia. On 14 april 2009, neurologist commented that there were several possible explanations for copper deficiency, including use of poligrip for approx ten years "which was the highest concentration of zinc of the commercially available denture creams", and of which the pt used approx one tube every two weeks (as opposed to standard usage of one tube every three to ten weeks). Additional possible causes included partial gastrectomy and use of preservision tablets twice daily for four to five years which contained 34.8 milligrams of zinc oxide per tablet. Impression included copper deficient myelopathy secondary to impaired copper absorption from gastrectomy and possibly related to zinc toxicity associated with overuse of denture cream and zinc-containing vitamin supplements. He was instructed to discontinue poligrip/denture adhesive use and zinc containing vitamin supplements. It was noted that combined degeneration from remote b12 deficiency could also be contributing. He was seen on 28 october 2009 for neurology follow up of copper deficiency myelopathy secondary to multifactorial zinc toxicity. It was noted that copper levels had improved from undetectable to 98 on (B)(6) 2009.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4): otp product: yes.